Manufacturer narrative:
Additional information received: it has been reported the clot has resolved and the patient is symptom free. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient received fenasal treatment to close bilateral great saphenous veins (gsv). The IFU was followed and the procedure was completed as normal and the veins successfully closed. It is reported that the glue was ample distance back from the sfj. Seventy two hours post procedural a scan showed a thrombus extending into the common femoral of the right leg and the patient reported swelling and tend erness in their right leg. The patient was prescribed eliquis for one month and will revisit the physician.